Event description:
On (B)(6) 2011, the patient reportedly went to the emergency room with complaints of right eye pain / blurred vision. The patient reports that she felt like something was in the eye, put some drops in and later that evening upon removing contacts, had sudden extreme pain, blurred vision, tearing, photophobia, sclera red. The resident /np assessment plan - large corneal abrasion. On (B)(6) 2011, corneal fluorescene uptake on exam consistent corneal ulcer. Emergency department diagnosis - corneal ulcer. Prescribed moxifloxicin, bacitracin/polymixin, oxycodone/acetaminophen. Follow up with the m. D. On (B)(4) 2011, notes contact lens related injury (possible abrasion) difuse stromal depth 1-2 cells and was prescribed prednisolone and polytrim. Follow up with the m.d. On (B)(4) 2011, notes the patient still has blurry vision iritis s/p cl abrasion. Follow up with the m.d. On (B)(4) 2011, notes vision is improving. Follow up with the m. D. On (B)(4) 2011, notes blurriness, improvement and no pain.

Manufacturer narrative:
No lenses were returned for evaluation. Not returned to manufacturer.